Event description:
The customer reported falsely elevated troponin I (access accutni) result, within the risk stratification range, for one patient, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system. An initial result of 0.07 ng/ml was obtained but was not released from the laboratory. There was no patient consequence associated with this event. The customer retested the sample, on the same instrument after an aliquot of the sample had been re-centrifuged, and obtained a lower result of <0.01 ng/ml. The patient's sample was collected in lithium heparin plasma separator tube and centrifuged at 4,000 rpm (rotations per minute) for five minutes. Quality control (qc) is performed once every 24 hours and was within specifications at the time of the event. No system issues were noted. The instrument was in operation. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication that the access accutni device was returned for evaluation. The field service engineer (fse) proactively adjusted the voltage of the ultrasonic transducer, flushed the vacuum pump, reset the mixer motor speed, and verified all pipettor alignments. System verification testing (system check and quality control) was within specifications following the adjustments. No system hardware issues were identified. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.